Event description:
Baby was on bubble continuous positive airway pressure therapy (CPAP), positive end-expiratory pressure (peep) 7 and neurally adjusted ventilatory assist (nava) was shut off. Registered respiratory therapist (rrt) was speaking with nava rep being given directions on troubleshooting an issue with the machine. Rrts stated that they needed to turn off nava for 1.5 hrs to let machine cool down and start machine up again.